Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID #: 9735740; software version # : 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that during a live spine CT+fluoro procedure, attempted a new registration after one successful registration, with explicitly skipping through "empty image" and doing manual acquisition for both ap and lat images using a same image (last captured by the c-arm). Was able to advance up to "define center point", but then was unable to touch and define center points. Also, "flouromerge restart" button was grayed out, and navigation task unavailable (grayed out). User can work around the issue by leaving the procedure and deleting the pre-op exam, then re-importing the exam and restarting the procedure. No patient involved.